Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged headache, bloody nose, and dizziness while using the device. There is no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headache, bloody nose, and dizziness while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device UDI information has been updated and concomitant humidifier information has been provided. The device was returned to the manufacturer's product investigation laboratory for investigation. No evidence of sound abatement foam degradation/breakdown was visually observed in the returned materials. The device's downloaded event log was reviewed by the manufacturer and found e-106, e-176, and e-44 error codes. The manufacturer was unable to confirm the customer's complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections d4, d9, d10, g3, h3 and h6 for this updated coding and information.